Event description:
It was reported by clinician that general dentist was unable to remove healing abutment from site 10. Patient was brought into their office. Implant came out with healing abutment still attached. Clinician bent hex when attempting to separate, took pliers to implant and healing abutment but did not move. Almost as it was locked together. No implant to patient, will return for new implant. Used collatape and gel foam along with allogenic/alloplastic bone and xenograft.

Manufacturer narrative:
The following sections have been updated: b1: report type. B4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H1. Type of reportable event. H2. Follow-up type. H10: added manufacturer narrative. H11. Corrected data.

Manufacturer narrative:
Zimvie did not receive one (1) hc345, (heal collar 3.5x4.5, 5mm for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc345 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event.. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie (B)(4).

Event description:
It was reported, by clinician. That general dentist was unable to remove healing abutment from site 10. Patient was brought into their office. Implant came out with healing abutment still attached. Clinician bent hex, when attempting to separate. Took pliers to implant and healing abutment, but did not move. Almost, as it was locked together. No implant to patient. Will return for new implant. Used collatape and gel foam along with allogenic/alloplastic bone and xenograft.